Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular oversensing and noise was noted on the stored episodes of the pulse generator. The oversensing resulted in inhibition of one beat of atrial pacing; the patient is dependent in the atrium. Only two episodes were stored in february. The patient was asymptomatic to the event. Programming changes were discussed; no intervention was performed at this time.